Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults were detected. Based on the information provided to us so far, no further analysis is possible. We will continue to request further information and will relay any further conclusions in a follow up report.

Event description:
On (B)(6) a surgical procedure (conization) with local anaesthetics was performed at a hospital in (B)(4). A monitoring dispersive electrode (model rsw213) and an unknown generator were used. The dispersive electrode was placed on the right thigh. It was reported that the generator settings were cut "50" and coagulation "50". During the procedure the settings for coagulation were raised to "70". According to the initial report the patient suffered a burn at the right buttock. The burned spot was described as approximately 10 x 3cm in size. The initial report also states that the patient was invited for a follow up examination. No details on the treatment of the injury have been reported. No information about the patient, the patient's medical history, the patient position, how the skin was prepared, the orientation of the electrode, the generator model, the orientation of the injury relative to the dispersive electrode and how the injury was treated afterwards have been received by us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults were detected. Based on the information provided to us so far, no further analysis is possible. It was not possible to receive any further information despite repeated requests. No conclusion regarding the cause of the incident can be drawn. We therefore consider the investigation closed. Involved device not returned.

Event description:
On (B)(6) a surgical procedure (conization) with local anaesthetics was performed at a hospital in (B)(6). A monitoring dispersive electrode (model rsw213) and a unknown generator were used. The dispersive electrode was placed on the right thigh. It was reported that the generator settings were cut "50" and coagulation "50". During the procedure the settings for coagulation were raised to "70". According to the initial report the patient suffered a burn at the right buttock. The burned spot was described as approximately 10 x 3cm in size. The initial report also states that the patient was invited for a follow up examination. No details on the treatment of the injury have been reported. No information about the patient, the patient's medical history, the patient position, how the skin was prepared, the orientation of the electrode, the generator model, the orientation of the injury relative to the dispersive electrode and how the injury was treated afterwards have been received by us despite of repeated requests.